Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrode loop section of the surgical instrument was partially fractured. This issue occurred during an unspecified surgical procedure. There were no reports of patient harm or injury.